Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's wife reported via phone call that the customer experienced low blood glucose readings and fell. The customer took out the infusion set when they fell. The wife was assisted with changing the infusion set while keeping the same reservoir. It was stated that the customer had blood glucose readings in the 50 mg/dl range. The low blood glucose readings were treated with orange juice and the reading was 77 mg/dl. The customer declined to troubleshoot for the low blood glucose readings. It was stated that the customer forgot to eat their snack before they took their nap. The customer was advised that they will need to rewind the insulin pump and prime the set.